Event description:
Boston scientific received info that this right ventricular (rv) lead was exhibiting intermittent loss of capture (loc) at max outputs upon repositioning. This resulted in loss of pacing therapy and syncope to the pt. The physician expressed concern that there was an issue with the lead. It was reported that the lead was properly connected to the device and the position of the lead via x-ray was appropriate. The lead was explanted and successfully replaced. No add'l adverse pt effects were reported.